Event description:
The patient reported that she was treated at the emergency room after she primed the pump when the infusion set was attached to her body. She reported that her blood glucose level before priming was 158 mg/dl, 78 mg/dl when she called emergency medical services, and 42 mg/dl when they arrived to treat her. She states that she was in the emergency room from 2 pm to 10 pm on (B)(6) and says that her blood glucose level continued to drop in the emergency room and the emergency staff continued to treat her with IV glucose. The patient resumed pump therapy on (B)(6).

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.